Event description:
It was reported to the manufacturer that the patient was referred to surgery for a generator replacement due to end of service. Communication was not established preoperatively with the generator which was believed to be due to a depleted battery. Intraoperatively, communication was not established with the generator outside of the chest pocket. Therefore, the surgeon attempted to loosen the set screw to disconnect the lead from the generator. The set screw was loosened but when the surgeon attempted to pull the lead pin out, the surgeon was not able to remove the lead pin from the header. Upon visual inspection, it appeared as though the lead pin as "fused" to the connector block inside the header. Following several attempts to remove the lead pin from the header unsuccessfully, the surgeon opted to then remove the entire system. The neck incision was opened and the lead was cut below the bifurcation and the electrodes remain attached to the vagus nerve. The lead and generator were explanted. The surgeon removed the header from the generator and the lead was cut just after the pin. A reimplant was not performed at that time, but is planned. The explanted portions of the lead and the generator have been returned to manufacturer and are pending analysis. The lead pin was inside the header which was not connected to the generator can upon arrival to manufacturer. Analysis of the device history records for both the lead and the generator were reviewed and the products passed all inspections prior to shipping and no anomalies were noted.

Manufacturer narrative:
Review of the device history record was performed. Device failure is suspected, but did not cause or contribute to death or serious injury.